Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of adapter leak. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a storz hysteroscope adapter was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, as the ablation phase of the procedure was started, it was noted that the hysteroscope adapter was unlocked from the hta sheath assembly. It was confirmed there was no fluid leak. At this point, the machine was paused, the scope was secured, and the sheath was repositioned; however, the visualization was compromised. The case was aborted and a second procedure set and the same scope adapter was used successfully to complete the procedure. The patient was reported to be fine at the conclusion of the procedure.